Event description:
(B)(4). The dealer reported that the crossfire ct6a custom mechanical wheelchair wheel locks, tires and the cushion were worn, and the bars alongside the legs were not fitting properly. There was not patient injury reported.